Event description:
It was reported that the patient had phrenic stimulation one day post implant. The left ventricular lead had dislodged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, lead, implanted: (B)(6) 2013; dtba1d1, ICD, implanted: (B)(6) 2013. (B)(4).